Event description:
Customer reported being hospitalized due to high bg/dka. The cause of hospitalization (as per md) was pump failure. Troubleshooting was performed and pump appeared to be functioning normally.